Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer would not lock in place. The proximal end would stiffen and lock, but the distal end remained floppy/loose. The knob used to lock the articulating arm would continue to turn and not result in the stabilizer arm stiffening to become rigid for use. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. There were signs of clinical use and evidence of blood. A visual inspection was performed. There were no observable defects. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and locked positions. The flexlink arm was not secured in position when the knob was turned clockwise. The knob failed to tighten the arm. Based upon these findings, the reported complaint was confirmed. The confirmed failure mode has been investigated in our fir process. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).